Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had a missing ke45 (thixotropic adhesive) on the forceps cover, a soft distal end, a chipped distal end, and peeling cement on the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the reportable event was caused by a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.